Event description:
Information received by medtronic indicated that insulin pump screen was flashing. Customer did not report insulin pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
S/w unknown. Retainer ring = black. On (B)(6) 2021 customer alleged pump have beeping and flashing white on the display. Pump received with beeping and flashing white on the display. Unable to perform self test, sleep current measurement, active current measurement and displacement test due to flashing white on the display. Perform cut and open pump visual inspection found no moisture damage on electronic assembly, internal battery connector, vibrator, and motor. Swapping out test boards confirms display anomaly is isolated to pcba 1. Unit had scratched case, cracked keypad overlay, cracked case (battery tube). The test p-cap locks properly in place in the reservoir compartment noted. In conclusion, customer alleged have beeping and flashing white on the display, problem isolated to pcb1. (B)(4).